Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient went through a metal detector and about 10 minutes later her arm started to tingle. Patient states she feels okay otherwise. No further complications were reported or anticipated with this event.